Event description:
It was reported that on (B)(6) 2024 , the patient underwent an unknown surgery with tfna (trochanteric fixation nail advanced). During surgery, the devices were partially damaged. The surgery was completed successfully within 30 minutes delay with the use of an alternative product. The surgeon confirmed by x-ray that there were no pieces left in the patient's body. The patient outcome was reported to be stable. Upon return to the manufacturer, it was found that the blade/screw guide sleeve was scratched and could not be disassembled from the mating device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is (B)(6) 2024 . H3, h4, h6: visual analysis of the returned sample revealed several scratched on the threads of the guide sleeve yell. This condition has in consequence that the nut cannot be disassembled from the sleeve. The functional test was performed, the guide sleeve yell cannot be disassembled from the buttress/ compr-nut. A dimensional inspection was not performed since it was not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the guide sleeve yell would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review (DHR): product code: : 03.037.017, lot number : 9768882, release to warehouse date : 13 jan 2016, expiration date : na, supplier: na, manufacturing site: werk bettlach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.